Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: the catheter was secured using 3m part# 1685- tegaderm.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported leakage, upon further inspection, vat identified line leaking from where the line meets crimp either cracked or separated at this point. PICC was inserted. (B)(6) 2025: vat called to assess PICC as parent reported pjs wet, bedside nurse assessed and reported leakage but of unknown site. After further inspection, vat identified line leaking from where the line meets crimp either cracked or separated at this point. No blood return. Piv inserted for meds/ivf and PICC line removed as technically open pathway. Patient required peripheral needle pokes for bloodwork and possibly additional ivs.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the extension tubing is confirmed and was determined to be use-related. One 3 fr powerpicc sv was returned for evaluation. An initial visual observation of the returned catheter revealed a split in the extension tubing just under the purple luer. A microscopic observation revealed ¿c¿ shaped impressions leading into the fracture site at the fracture edges. The fracture edges appeared sharp and uneven. The fracture surface appeared to have beach marks across the fracture surface. A circumferentially aligned kink impression was observed just distal to the split. The split was observed to have evidence of material fatigue. This may occur from twisting, kinking, and/or pulling the catheter, causing the catheter to split. This complaint will be recorded for future trending and monitoring purposes.